Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.